Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call battery out limit alarm and blank display. Customer's blood glucose level was 122 mg/dl. Customer received a battery out limit alarm, blank display anomaly and they were going to go into surgery soon. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer was advised they may have a loose drive support cap and a new replacement cap would be sent out. Customer's husband advised the patient received a new insulin pump.